Manufacturer narrative:
The investigation was performed on the customer synced glucose data in data management system (dms), which is a cloud platform for eversense systems. Based on the investigation analysis, the customer reported mismatches could not be confirmed. The sensor glucose (sg) value on (B)(6) 2024 at 2:58 pm was 95 mg/dl and a bg value was not entered. Review of the alert history revealed that the user did not receive any low glucose alert at the time of event as the sg value was above the low glucose alert level. However, the glucose was dropping at the reported time and the user received a low glucose alert at 3:18 pm when sg= 64 mg/dl. A further review of the system revealed overall good agreement between sg and bg values, with some occasional differences due to lag potentially caused by calibrations entered during periods of rapid change in glucose. The user was advised to continue using the system, entering calibrations when the glucose is stable, if possible. A review of the system post-reported event showed good agreement between sg and bg with mean absolute relative difference (mard)=8.6%, with no further inaccuracy complaints. B4. Date of this report updated to (B)(6) 2024. G3 date received by the manufacturer? (B)(6) 2024. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 19.

Manufacturer narrative:
The manufacturer is currently performing investigation and results will be provided in a supplemental report.

Event description:
Senseonics was made aware of an incident where the patient experienced a false hypoglycemia event on (B)(6) 2024. The patient complained about receiving low glucose alert at 3 pm when the sensor glucose (sg) value was showing 59 mg/dl where as the blood glucose (bg) measurement was 99 mg/dl. The patient did take any actions as bg was in normal glucose range.